Event description:
This lead was implanted in (B)(6) 2004 for dilated cardiomyopathy secondary to congenital heart disease and remains insitu and capped in (B)(6) 2013 because of failure of the medtronic sprint lead. The physician and facility was unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).